Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charging pad for an ilet system was broken, and the user could not charge the device despite attempts without the case and using multiple outlets. Symptoms included no device alarms or alerts. Outcomes included shipment of a replacement charging pad and completion of troubleshooting and user education. Investigation included user interview and basic use checks. Investigation of this case revealed a suspected charger malfunction consistent with a faulty external power accessory. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the charging accessory.